Manufacturer narrative:
H2) 'b5' updated, patient information 'a' updated, continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001 , serial/lot #: (B)(6) is applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Add info received: imaging system being used during a lumbar spine procedure. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome. Add info received: the site has decided to not proceed with a imaging system checkout at that time. The site decided that the missing imaging system tool card on the navigation system was caused by untrained user error and was the cause of the imaging and navigation system not communicating.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported regarding alleged inaccuracy as the system was inaccurate due to the imaging system and navigation system not communicating. Representative reported that once the imaging system toolcard was added to the equipment page, the navigation system and imaging system successfully established communication. No additional information was provided.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h6) a software analysis was initiated. However, the software evaluation found as not a software issue, complaint data analysis found the event is due to a user workflow issue as per complaint. Software functioning as designed. Codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version#: 4.3.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.